Event description:
A malfunction alarm, specifically alarm 29, was reported with the pump during use. There was no adverse impact to the customer's blood glucose level. As a response, technical support decided to replace the pump. The customer reverted to an alternate method of insulin therapy.